Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he had suffered a hypoglycemic episode during which patient was sweating profusely. Patient's wife transported him to the hospital where his bg was measured at 50 mg/dl while his cgm was reading 98 mg/dl. After discussion and patient's diet review, it was determined that patient's diet was lacking in sugar which was causing issues and that a dietary adjustment was necessary.